Manufacturer narrative:
In this case, the returned device analysis confirmed the reported difficult to open or close associated with single gripper actuation issue as the no tactile marker gripper was unable to be raised. It was identified that the gripper line (no tactile marker) was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and returned device analysis, while the reported single gripper actuation issue was a result of the observed gripper line break, a cause for how the gripper line broke, however, cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were inserted and successfully implanted. To further reduce mr, an nt clip was inserted and while grasping, one of the grippers was not working properly. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A new clip was successfully implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.